Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. New information was added to the following fields: h3, h4, h6 a review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, olympus identified that there was no image when shaking due to a damaged video connector socket. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection, that the video system center exhibited no image due to a damaged video connector socket. There were no reports of patient involvement.